Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the iab inserted via pt's femoral artery. Soon after insertion, the md confirmed blood in the balloon of the involved iab. As a result, the iab was removed and replaced. There were no reported pt complications.